Manufacturer narrative:
(B)(4). On (B)(6), 2022 the customer alleged charge, battery lasts less than expected. Pump received with keypad overlay texture damage, pillowing keypad overlay, cracked case on corner of belt clip rails, partially broken retainer, broken reservoir tube lip, missing display window cover, keypad overlay peeling, missing o-ring (reservoir tube), dog chew marks, scratched case, minorly scratched lcd window, and cracked battery tube threads identified during the visual inspection. Thus was utilized and downloaded trace history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: replace battery alarm on (B)(6),2021 at 22:03:00, 22:13:00, replace battery now alarm, on (B)(6) 2021 at 22:34:00, 22:44:00, power loss alarm on (B)(6) 2021 at 22:45:19, 22:45:30, pump received with partially broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to partially broken retainer ring. Pump passed self test, sleep current measurement, and active current measurement. No unexpected replace battery, replace battery now, nor power loss alarms during testing. Customer alleged for charge battery lasts less than expected was not confirmed. Unable to lock test p-cap into the reservoir compartment due to partially broken retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump.